Event description:
It was reported that pump reset one of its microprocessors during a routine system check, causing pump to turn off and then back on. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that this reset was a built-in safety feature and that pump was functioning as intended, received education about features that reset when pump turns off, and successfully resumed insulin delivery.